Manufacturer narrative:
B3: event date ¿ the patient experienced peritonitis in (B)(6) 2023. D4: catalogue # and d4: lot # - the patient used unspecified minicaps (product code: unknown, lot: asked-unknown) from the recall fa 2023-003. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient used an unspecified quantity of minicaps that contained an inadequate volume of iodine solution on the sponge which resulted in peritonitis and septic shock. On an unspecified date, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, h1, h6 and h10. B5: upon follow up it was reported the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.